Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2014. According to the complainant, while inside the patient, the needle carrier failed to retract completely. The physician pulled the handle back and the capio device worked properly. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned capio slim device revealed that the carrier extends and retracts freely. The carrier is bent and does not deploy to the center of the catch when fully deployed. The mesh assembly was not returned for analysis. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2014. According to the complainant, while inside the patient, the needle carrier failed to retract completely. The physician pulled the handle back and the capio device worked properly. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.